Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. The visual inspection of the first returned product noted that the inflation syringe was not received. The insufflation bulb not was received. The lock collar, obturator, trocar balloon and dissector balloon appeared intact. The circular seal for the trocar balloon was disengaged and not returned. Pmv performed functional testing; the hole was covered, and the dissector balloon was inflated using a test insufflation bulb, no leaks were detected. The trocar balloon was inflated using a test syringe, no leak was detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hernia procedure, the clear plastic seal inside detached from the blue duck bill seal and went down into the cannula and was close to being inside the patient abdomen but did not fall in. The surgeon caught it when inserting scope into cannula and removed the whole device from patient. There was no patient harm and no delay in procedure time. They used a new device to complete case.